Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff was returned for investigation. The returned device was sample was returned for evaluation; the sample was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. The result showed leakage was observed coming out from a small tear. The cuff leakage was confirmed but unknown root cause. (B)(4).

Manufacturer narrative:
The returned device was returned for evaluation; the sample was received inside a plastic bag and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and the cuff of the returned device was inflated using a syringe and the product and was submerged under water in order to detect any leakage. Leakage was observed coming out from the small tear. Unknown root cause. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occured in (B)(6). The customer reported that they performed a leak check on the portex cuffed blue line ultra suctionaid prior to use and confirmed no leakage. Cuff leakage was found later. There was no information how long the device was in use or if there was any patient injury.